Event description:
The customer reported a discrepancy with a sample tested on the ortho provue analyzer and manual gel testing. The customer indicated that a sample with rouleaux did not reacted with cell #2 of 0.8% selectogen lot vs244 when tested on the provue. However, when the same sample was tested in manual gel method using the same lots of reagents, a positive (weak+) reactivity was obtained. The sample also reacted weakly positive in tube method. Patient testing was not taking place; provue (B) (4) trial was being performed the time of the incident. Incident occurred on (B) (6) 2009. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer indicated that a sample with rouleaux reacted negative on the provue and positive in manual gel and in tube method. Labeling cautions the user that rouleaux may be caused by serum or plasma with abnormally high concentrations of protein or from patients who have received plasma expanders of high molecular weight can cause red blood cells to give a false positive result. Although the issue appears to be sample related, there is no additional data available to support that the sample was rouleaux and not a true positive reaction. The testing performed was part of a (B) (4) trial/experimental testing on the instrument. Service was not obtained. The incidents were documented for tracking and trending purposes only. Testing was not intended for patient testing and/or patient release testing. Erroneous test results were not reported. (B) (4).